Event description:
The pt may have experienced a vaso/vagal reaction to the procedure. (Blood pressure dropped, pt's skin lost color, felt faint, etc.) The nurse feels this was a reaction to the insertion and not to the material, the pt requested that she be tested for allergy to the material in the dkbl. (She's also wanting to test against the material from the IV cannula used). Pt outcome unk.

Manufacturer narrative:
Event evaluation: this event is still under investigation.